Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was removed because it "wasn't working." The pt had no symptoms. During the explant, while the health care provider (hcp) was pulling the lead out, the lead frayed. The hcp retrieved the lead and there were no fragments. Following the explant, the pt was "fine." No pt or device info was available at the time of this report. Add'l info has been requested. A f/u report will be sent when add'l info becomes available.